Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The subject device was not providing an image due to a faulty printed circuit board. Additionally, corrosion was found on the printed circuit board screws and the keypad was not functioning properly. These components will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on her olympus high definition lcd monitor was lit, but the screen was still black. According to the initial reporter, there was an intermittent image whenever the wires were wiggled around. Reportedly, this was found during preparation for a diagnostic procedure. The intended procedure was completed using the subject device once they were able to regain the image. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.